Event description:
It was reported that this left ventricular (lv) lead exhibited failure to capture due to a dislodgement. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.